Event description:
It was reported by the customer that the junction hub was dissociated from the catheter. The catheter "slid". It was at the 20 cm marking that the catheter migrated away from the puncture site. There were no reported patient complications. Further details have been requested from the customer.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.